Event description:
A malfunction alarm was reported with a code indicating a momentary power change to the speaker. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.